Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) hxlgr1.25, (1.25mm hex tl,long gemloc) for evaluation. Visual evaluation of the as returned device identified the driver with signs of use, and was observed bent at the tip. However, the driver was seen missing the gemlock and was identified fractured at the tip as well. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the hxlgr1.25 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿functional fracture¿ & ¿functional bent¿ based on the investigation and risk management file review , the most likely root cause determined from the investigation is the use of incorrect technique during procedure. Therefore, based on the available information, a device malfunction did occur. The reported events were confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the driver fractured at the tip and bent during tightening.procedure completed.